Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 403 mg/dl at the time of incident and the current blood glucose level was 400 mg/dl. The customer was currently reported symptoms related to their high blood glucose was other dizziness, blurry vision. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because even though she delivered bolus blood glucose still going up. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that the air bubble in the tubing. Approximate size of air bubbles was soda pop or champagne size are acceptable and they may continue to use the current reservoir or set. The insulin pump will not be returned for analysis.